Event description:
Boston scientific received information that during a routine check, this right ventricular (rv) lead¿s thresholds were noted to be chronically high and a low out of range pacing impedance measurement of less than 200 ohms was observed. The patient also had multiple episodes of oversensed noise on the rv channel. No pacing inhibition leading to asystole of two seconds was noted. Additional information provided from the field indicated a revision procedure took place and the rv lead was surgically abandoned. The rv lead was tested through a pacing system analyzer prior to being taken out of service and low pacing impedances and high thresholds readings were still observed. The field believed the noted issues involving this rv lead might be due an insulation breach. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.